Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow block event on (B)(6) 2025 due to blockage in tubing. The customer changed supplies as necessary and resumed insulin therapy. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011242, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011242 was manufactured according to the work instruction (wi) version 99 and packaged the multivac m14 on 20/jan/2025, with a total of (B)(4) units. An extended for loose contamination was performed for the outgoing test 8(g). An extended for red point was performed for the outgoing test 8(g). The sub-assembly, gluing of tubing: lot 5a03056 was manufactured according to the wi version 66 and manufactured in the machine sc05-sc06, on 20/jan/2025, with a total of (B)(4) units. Lot 4l04438 was manufactured according to the wi version 66 and manufactured in the machine sc06, on 03/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: two extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.